Event description:
Follow up identified the patient's scs ipg was replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient's scs ipg was inoperable as the patient did not charge the ipg as recommended. Surgical intervention may be taken to address the issue.